Event description:
It was reported that following CT scans, the patient had only one good lead/electrode. No additional information was provided. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the patient had not seen her hcp since (B)(6) 2008 and had not been reprogrammed since (B)(6) 2007. The patient still felt impulses and experienced increasing incontinence. It was reported that the patient did not require hospitalization due to the incident, and had an appointment with her hcp scheduled for (B)(6) 2011.

Manufacturer narrative:
(B)(4).